Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge alarm 29 occurred during the load sequence. In addition, it was reported that a cartridge alarm (alarm 5) occurred. Customer¿s blood glucose was about 300 mg/dl. Customer reverted to manual injection for insulin therapy.